Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error 121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the receiver's plastic window is damaged and an error message "call tech support err121" was displaying on screen. The data log and functional test could not be performed due to the error message. The reported event of a error icon was confirmed. A root cause could not be determined.